Event description:
Customer reports value of 282 mg/dl on the aviva system. 282 is also the code number for the meter; customer gave himself insulin aspart based on this value. Customer stated he had some ice cream and contacted the paramedics due to low blood glucose symptoms. Customer received the following results on the aviva system: 10:24am-158 mg/dl (10:24 am), 162 mg/dl (10:28 am), 167 mg/dl (10:32 am), and 205 mg/dl (10:34 am). Paramedics arrived and treated the customer with sugar cubes. Customer received the following results: 167 mg/dl and 130 mg/dl on emt's meter (10:41 am). The following aviva results were obtained: 173 mg/dl (10:46 am), 155 mg/dl (11:06), 117 mg/dl (11:10 am), 107 mg/dl (11:14 am), 81 mg/dl, and 62 mg/dl on paramedic's meter (11:21 am). Customer was then taken to the hospital. Customer was treated with 3 tubes of glucose by paramedics. Low blood glucose symptoms improved; customer did not require admission to the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.